Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in canada.

Event description:
A consumer alleged that their philips one power toothbrush device caught fire while charging. No property damage or no injuries were reported.

Manufacturer narrative:
Analysis results: the cause of the customers complaint is melted charge port.

Event description:
Product was returned for investigation and it was confirmed that a malfunction occurred. The cause of the customers complaint is melted charge port.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Manufacturer narrative:
Box d suspect medical device: model number (rfb) - correction. Box d suspect medical device: catalog item identifier (rfb) - correction.